Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold apidra insulin with the pump and reusing insulin. Tandem customer technical support informed customer that apidra insulin is off-label, that the insulin should be room temperature before filling the cartridge, and not to remove or add insulin from a filled cartridge once loaded per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Do not remove or add insulin from a filled cartridge after loading onto the pump. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.